Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: california, post office or zip code: 91325. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction codes insertion site egress - not device related it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of complaint investigation: lot number 6012153 was provided, however, as no product malfunction was alleged no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the infusion set leaks at the infusion site on (B)(6) 2025 due to insulin does not entering the body. The infusion set was in use for two days.